Event description:
It was reported that a patient underwent an unknown procedure. At an unknown time post-op it was noted that the leader on the cable broke. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device confirms that the leader fragmented from the cable. Optical inspection did not identify witness marks or plastic deformation along the length of the cable. The location of the fracture is located at the welded joint. Weld diameter found to be conforming to print specification. The morphology of the fracture is consistent with tensile overload. The above observations are consistent with overload.